Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a faulty universal serial bus cable. Bar code scanner not lightin up. The field service engineer replaced the universal serial bus cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system that it had a scanner failure which was not light up. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.